Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device had to be replaced due to a balloon leak (possibly rupture). No injury reported.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that a leak was detected in the lower part of the tube based on testing of the returned device. A corrective and preventive action was opened to further investigation this issue. All information received will be used for further tracking and trending purposes.